Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the upper left corner of the touchscreen was not working. The customer also stated they were unable to silence alarms. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer attempted a touchscreen calibration but was unsuccessful. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace.